Event description:
It was reported the patient had unknown "issues" with the mesh pouch. It was removed in 2009. Refer to manufacturer report # 3004209178201002195 for events following the pouch removal.

Manufacturer narrative:
(B) (4).